Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure the patient was identified with an endoleak type 3b. The physician is planning to do a re-intervention with a non endologix device. The date of re-intervention is unknown as of yet.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the afx bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest buckling of the bifurcated stent graft occurred that was not included in the event as reported. These findings were discovered during an examination of the 121-month post-index computerized tomography scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, the proximal overlap decreased from 57 to 38mm and the aortic angulation increased from 28 to 54mm. It could not be determined if a type iiib endoleak occurred first or if aortic remodeling did, resulting in stent buckling which caused the type iiib endoleak. The final patient status was reported as pending an endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Durably) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure the patient was identified with an endoleak type 3b. The physician is planning to do a re-intervention with a non endologix device. The date of re-intervention is unknown as of yet. After the initial report, clinical assessment determined that there was evidence to reasonably suggest buckling of the bifurcated stent graft occurred that was not included in the event as reported. The buckling was discovered during a review of the 121-month post-index computerized tomography scan.